Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and cartridge change errors occurred while loading multiple cartridges. Customer loaded a 3rd cartridge to resolve the issue. Customer's blood glucose was 240 mg/dl.